Manufacturer narrative:
This report corrects an error regarding manufacturer report # 3001845648-2018-00471 submitted on october 4, 2018. The device identified in the initial report is incorrect (catalog # evo-fc-10-11-8-b). The correct device to which this adverse event can "bee" attributed "to" is lr-evn-11.0. The intention of this report is to identify the correct device as well as the correct device manufacturer ((B)(4)). PMA/510(k)#: 142301. This is the initial report under cook (B)(4) inc. With the complaint for lr-evn-11.0. A follow up report will be "summited" upon receipt of additional information.

Event description:
A lead management case was reported to spectranetics in which an adverse event occurred and a cook evolution was reportedly in use. Date of procedure: on (B)(6) 2018. Event was initially reported that a spectranetics tightrail device blade mechanism did not activate. However, additional information was obtained from (B)(4), quality assurance assistant, philips, who spoke with the sales representative. There was no reported harm to the patient due to the tightrail device; however, the physician decided to use a cook medical device (evolution) and an adverse event occurred. Additional intervention was needed, which resulted in an open thorax, but case was successfully completed and patient is reportedly recovering from the surgery at home. Spectranetics has no further information on the cook device.